Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), once the leadless ipg was deployed, thresholds increased. The leadless ipg was snared and remove. Another leadless ipg was deployed five times with poor electrical measurements. Both leadless ipg's were attempted/not used. A transvenous system was successfully placed. No patient complications have been reported as a result of this event.